Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A representative reported via the interdepartmental helpline solutions tracker of high blood glucose readings and hospitalization. The customer's blood glucose reading was unknown. The customer was hospitalized for diabetic ketoacidosis and losing her baby.

Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self-test, unexpected restart error test and displacement test. The insulin pump passed the dat test. The insulin pump was received with cracked case at the display window corners. The insulin pump was received with minor scratched display window and case.